Event description:
Rash under dressing, call summary: pt called to report she now has a rash under her dressing. States it has itched for a while, but now a red rash. No swelling, drainage, advised pt to cleanse area with dressing kit, allowing each step to dry before moving to next step. Then to use only a sterile 4x4 gauze dressing taped on, for 2-3 days. She agreed. Advised she will need to monitor this dressing and change it immediately if gets moist or damp. She voiced understanding. Agreed to call back 24/7 if rash worsens, does not improve, any drainage, swelling, etc. Will request branch staff follow up. Did not specify which dressing is causing the issue.